Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The ventilator was not in use on a patient at the time of the reported event.

Manufacturer narrative:
At this time, medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an e360 ventilator was not ventilating; the pressure was "not delivering". Patient usage at time of incident was not provided. Medtronic was not authorized to evaluate/repair the device as the product was not in medtronic control. A third party service provider checked the equipment and found a problem in the settings. The settings were changed and the equipment was reported to be working. The reported complaint could not be confirmed without the product return. Should new information become available or if the product is returned to the manufacturer for investigation the complaint will be re-evaluated.